Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh implanted. The patient underwent another procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic sacrocolpopexy, lysis of adhesions and cystoscopy due to recurrent symptomatic pop for mesh erosion anterior vaginal wall. It was reported that patient underwent excision of anterior wall vaginal mesh, cystoscopy, and posterior colporrhaphy for quarter sized and pinpoint sized areas of mesh erosion on (B)(6) 2011. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent vaginal mesh removal on (B)(6) 2014 by dr. (B)(6). No additional information was provided.